Event description:
New information received indicates that the lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a asymptomatic patient presented with noise reversion episodes via transmission. High amp intermittent noise was noted on the v sense amp. Programming changes cannot resolve the issue. Further actions will be discussed with the physician.